Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device entered backup operation due to an uncorrectable non-maskable interrupt error while in shipped settings. After the device was restored, functional testing was performed. Telemetry, impedance, sensing, pacing, and high-output functions of the device were tested and found to be normal. The backup operation could not be reproduced, and the cause could not be determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup operation while still in the box. There was no patient involvement.